Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no indication of a general issue with the reagent or analyzer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
It was reported that there was an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). The sample was initially diluted 10 times and tested on an e411 analyzer. The sample was diluted for initial testing because a previous result from this same patient was 1619 ng/ml for cea. The diluted sample resulted with a final calculated value of 774.4 ng/ml for cea and this value was reported outside of the laboratory. During the time of initial testing, the customer tested the sample for carbohydrate antigen 19-9 ((B)(4)) using another manufacturer's analyzer. The (B)(4) result from this analyzer was higher than the previous result, so the customer questioned why the cea result from the e411 analyzer was lower than the previous cea result. The customer the repeated the sample for cea on the e411 analyzer. Upon first repeat, the sample resulted with an "over range" flag and no value. The sample was double diluted and repeated, resulting with an "over range" flag and no value. The sample was then diluted ten times and tested, resulting with a final calculated value of 2414 ng/ml. The 2414 ng/ml value was reported outside of the laboratory as the correct measurement. The patient was not adversely affected. The cea reagent lot number was 188133, with an expiration date of 01/31/2017. The field service engineer replaced the sample probe and made adjustments to the analyzer.

Manufacturer narrative:
A field service person checked the instrument and found no problems. The field service person explained that the issue may be related to static electricity. There has been no re-occurrence of the issue.